Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported that she was hospitalized on (B)(6) 2011 for 1 day due to ketoacidosis. Blood glucose levels were between 154-384 mg/dl, and pt experienced difficulty breathing, weakness, sweating, contractions, and a stomach ache. Pt is (B)(6) pregnant. Physician delivered correction boluses through the infusion device every hour, and blood glucose returned to her normal range. Physician also adjusted the basal rates on the infusion device. At the time of the report, pt's blood glucose levels were normal and her health was fine. Pt believes the infusion device does not deliver insulin correctly. Infusion device was replaced and requested for eval. No add'l info was provided.